Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes") and haematochezia ("gastrointestinal or digestive system condition type: constipation - blood in stool") in a 31-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, blood in stool, constipation, depression, adhd and stress urinary incontinence. Concomitant products included cilest (ortho cyclen) from (B)(6) 2014 to (B)(6) 2015 for birth control as well as methadone since 2015, methylphenidate hydrochloride (ritalin) since 2017 and venlafaxine (effexor) since 2017. In 2015, the patient experienced bladder disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), constipation ("gastrointestinal or digestive system condition type: constipation"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("psychological or psychiatric problems condition: mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and alopecia ("hair loss"). The patient was treated with ibuprofen, analgesics, surgery (hysterectomy with bilateral salpingectomy) and surgery (bladder sling). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, haematochezia, dysmenorrhoea, depression, anxiety, urinary tract disorder, migraine, headache, dyspareunia, constipation and alopecia outcome was unknown, the abdominal pain lower, fatigue and weight increased was resolving and the vaginal haemorrhage, menorrhagia and mood swings had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she retained the essure device or any portion of it. Discrepancy noted in date of insertion. Diagnostic results: ultrasound pelvis, mildly heterogeneous endometrium, measuring 0.9cm, suboptimal visualization of the left ovary and unremarkable right ovary. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: mood swings, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation - blood in stool, hair loss. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes") and haematochezia ("gastrointestinal or digestive system condition type: constipation - blood in stool") in a 31-year-old female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, blood in stool, constipation, depression, adhd and stress urinary incontinence. Concomitant products included cilest (ortho cyclen) from 16-may-2014 to 21-apr-2015 for birth control as well as methadone since 2015, methylphenidate hydrochloride (ritalin) since 2017 and venlafaxine (effexor) since 2017. In 2015, the patient experienced bladder disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), constipation ("gastrointestinal or digestive system condition type: constipation"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("psychological or psychiatric problems condition: mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and alopecia ("hair loss"). The patient was treated with ibuprofen, analgesics, surgery (hysterectomy with bilateral salpingectomy) and surgery (bladder sling). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, haematochezia, dysmenorrhoea, depression, anxiety, urinary tract disorder, migraine, headache, dyspareunia, constipation and alopecia outcome was unknown, the abdominal pain lower, fatigue and weight increased was resolving and the vaginal haemorrhage, menorrhagia and mood swings had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she retained the essure device or any portion of it. Discrepancy noted in date of insertion. Diagnostic results: ultrasound pelvis, mildly heterogeneous endometrium, measuring 0.9cm, suboptimal visualization of the left ovary and unremarkable right ovary quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient will have surgery to remove the essure implants in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.